Event description:
"The stent catheter would not go over the .035 storq wire by cordis. So the physician tried it again and the same thing happened. So he then used a .018 se5 cordis wire, was then able to thread over, and was successful." "Two stent catheters will return for analysis"